Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while entering blood glucose amount into pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 245 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.